Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported stimulation stops intermittently. The pt programmer allows the pt to turn stimulation back on once this occurs. The pt reported this event occurs approx twice per day. The MFR suggested the pt change from a cycle mode to a continous mode to better monitor the issue; however, the pt has elected to continue to use the scs system as is.